Manufacturer narrative:
Approximate age of device- 4 years, 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the patient has had an episode of low flow accompanied by high flows and powers. The clinician was concerned a microemboli may have been ingested through the pump. Technical services reviewed the submitted log files and low flow events were confirmed on (B)(6) 2019. There did not appear to be any type of mcs equipment issues causing the events; events seem to be physiological in nature. Intermittent power elevations were also confirmed. The power returned to baseline after the elevations. The trend is not typically indicative of pump thrombus. Additional information received (B)(6) 2019 reported the patient felt weak and dizzy during onset of low flows but was not symptomatic with the power elevations. The low flows are recent and had not occurred prior. Patient's labs are stable. Patient is typically hypertensive and very tolerant to antihypertensives. Patient returned to clinic the following day and received bp doppler 110, cuff 113/95 (99). Low flows determined to be due to low fluid volume and hypertension. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms, as well as elevations in pump power/estimated flow, were confirmed via the evaluation of the log file data provided by the account. The log file contained data spanning from (B)(6) 2019 at 10:57:23 to (B)(6) 2019 at 06:02:34, per the time stamp. Transient low flow alarms were recorded on (B)(6) 2019 when the estimated flow was calculated to be below 2.5lpm. Transient elevations in pump power/estimated flow were recorded throughout the log file. A specific cause for the change in pump parameters cannot be conclusively determined. The heartmate ii lvas instructions for use explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The document notes the pump flow is estimated from the pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information covering all visual/audio alarms and what action(s) should be performed when they occur is provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.